Manufacturer narrative:
The catalog # and expiration dates are unknown as the lot number is unknown. Implant date: the sheath was not implanted. The manufacture date is unknown as the lot number is unknown. Result code - as the lot number of the dryseal sheath is unknown, manufacturing and sterilization evaluations for the device could not be performed. Corrected conclusion code. - the cause of the infected operative site of the left groin is reportedly unknown. The UDI of the dryseal sheath is unknown as the lot number was not provided. Please note as the lot number of the dryseal sheath is unknown, the default manufacturing site number is (B)(4).

Event description:
A gore dryseal sheath was reportedly used for access on the left side during the implant procedure on (B)(6) 2016. It was reported there was no information suggesting the gore excluder aaa endoprostheses caused the infection. The cause of the left groin operative site infection is reportedly unknown.

Manufacturer narrative:
Additional devices implanted and involved in this event: pxl161007/14058782, pxc141400/14095701. Udis of the lots: (B)(4). Concomitant products: patient medications - ancef, coumadin, allopurinol, carvedilol, digoxin, lasix, lisinopril, neurontin, and synthroid. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment ((B)(4)): on (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm and left common iliac aneurysm using gore® excluder® aaa endoprostheses. It was reported the patient also had a left femoral artery aneurysm. Left external iliac and left profunda endarterectomies were performed, and the femoral artery aneurysm was then repaired with a 10 mm dacron left external iliac-profunda bypass graft. There was no reported systemic infection at the time of implant, and the patient tolerated the procedure. On (B)(6) 2016, the patient presented with an infected draining left groin wound, status post external iliac to profunda femoris artery bypass grafting for the femoral artery aneurysm. On (B)(6) 2016, excision of the infected skin and subcutaneous tissue with reclosure of the wound was performed. During the procedure, the skin and subcutaneous tissue appeared to be possibly infected. However, beneath the skin closure, the closure of the deep subcutaneous tissue and lymphatics appeared to be intact. There was reportedly no evidence of any communication with the deep wound to the graft and was thought to be a superficial infection. The infected skin and subcutaneous tissue were excised, and the wound was reclosed. The patient tolerated the procedure. On (B)(6) 2016, the patient underwent left groin wound excisional debridement, including skin and subcutaneous tissue due to a non-healing left groin wound. The records indicate there was no exposed graft material identified. All non-viable tissue was removed, and a wound vac was placed. The patient tolerated the procedure. On (B)(6) 2016, the patient underwent left groin wound excisional debridement including subcutaneous tissue due to a non-healing left groin wound. Wound cultures taken (B)(6) 2016 grew enterococcus pseudomonas, e coli, and staphylococcus lugdunensis. A left groin wound exploration and muscle flap coverage with wound vac placement was performed. The patient tolerated the procedure.